Event description:
Customer reported burette set in nicu leaked at silicone segment just below the upper fitment. Nurse found puddle of fluid under the gemini pump. The patient's blood sugar had dropped to 20 by the next morning and was treated successfully with bolus of d10w, 10cc/kg. Follow up lab value was not available. Reporter did not know how long set had been in use when leak occurred. Although requested, no additional patient or event information was available.

Manufacturer narrative:
The customer reported the set was discarded and the lot number was not identified; therefore, we were unable to review the lot history record, and perform a product evaluation to determine the root cause.